Event description:
It was reported that the user received multiple "restart 38" alerts associated with consecutive stalled motor and experienced dosing stopped events on an ilet system with the user's reported blood glucose at 315 mg/dl. The user and a helper performed a restart prior to contacting support, data were synced, dosing subsequently resumed, and replacements for lost infusion sets were arranged. Customer care provided support that included review of alarm history, confirmation of current insulin delivery, and review of synced dosing data to identify the start and end of dosing stopped intervals. Investigation of this case revealed an unclear root cause, with the event consistent with a motor stall alert and potential infusion set or delivery interruption, but normal delivery at the time of assessment. No clinical symptoms associated with hyperglycemia reported. Outcomes included user guidance to perform a complete supply change without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.